Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essural removed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown dates she experienced fatigue ("extreme fatigue"), migraine ("migraines"), sleep apnoea syndrome ("sleep apnea"), mood swings ("mood swings"), feeling abnormal ("brain fog") and amnesia ("memory loss"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered amnesia, fatigue, feeling abnormal, medical device removal, migraine, mood swings, sleep apnoea syndrome and weight increased to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media- fatigue, migraines, sleep apnea, mood swings, weight gain, brain fog, memory loss, medical device removal. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, product indication, start date added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essural removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fatigue ("extreme fatigue"), migraine ("migraines"), sleep apnoea syndrome ("sleep apnea"), mood swings ("mood swings"), feeling abnormal ("brain fog") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, fatigue, migraine, sleep apnoea syndrome, mood swings, weight increased, feeling abnormal and amnesia outcome was unknown. The reporter considered amnesia, fatigue, feeling abnormal, medical device removal, migraine, mood swings, sleep apnoea syndrome and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- fatigue, migraines, sleep apnea, mood swings, weight gain, brain fog, memory loss, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essural removed") in a 45 year-old female patient who had essure inserted (lot no: 709955,689937) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain and multiparous. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2079 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced fatigue ("extreme fatigue"), migraine ("migraines"), sleep apnoea syndrome ("sleep apnea"), mood swings ("mood swings"), brain fog ("brain fog") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure implants). At the time of the report, the outcomes for these events were unknown. The reporter considered amnesia, brain fog, fatigue, medical device removal, migraine, mood swings, sleep apnoea syndrome and weight increased to be related to essure administration. The reporter commented: essure were placed satisfactorily with 3 coils left at the end of the procedure again at the end of the procedure there were 3 coils left on the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: bilateral tubal occlusion concerning the injuries reported in this case, the following ones were reported via social media- fatigue, migraines, sleep apnea, mood swings, weight gain, brain fog, memory loss, medical device removal. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received : lot number added, reporters information patient medical history and lab data added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essural removed") in a 45 year-old female patient who had essure inserted (lot no. 689937, 709955) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain and multiparous. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2079 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced fatigue ("extreme fatigue"), migraine ("migraines"), sleep apnoea syndrome ("sleep apnea"), mood swings ("mood swings"), brain fog ("brain fog") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure implants). At the time of the report, the outcomes for these events were unknown. The reporter considered amnesia, brain fog, fatigue, medical device removal, migraine, mood swings, sleep apnoea syndrome and weight increased to be related to essure administration. The reporter commented: essure were placed satisfactorily with 3 coils left at the end of the procedure again at the end of the procedure there were 3 coils left on the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were reported via social media- fatigue, migraines, sleep apnea, mood swings, weight gain, brain fog, memory loss, medical device removal. Lot number: 689937. Manufacture date: 2010-10. Expiration date: 2013-10. Lot number: 709955. Manufacture date: 2010-02. Expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essural removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fatigue ("extreme fatigue"), migraine ("migraines"), sleep apnoea syndrome ("sleep apnea"), mood swings ("mood swings"), feeling abnormal ("brain fog") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, fatigue, migraine, sleep apnoea syndrome, mood swings, weight increased, feeling abnormal and amnesia outcome was unknown. The reporter considered amnesia, fatigue, feeling abnormal, medical device removal, migraine, mood swings, sleep apnoea syndrome and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- fatigue, migraines, sleep apnea, mood swings, weight gain, brain fog, memory loss, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.